Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. It was noted the patient has had two previous devices implanted and the atrial sensitivity is currently programmed to automatic gain control (agc) 1.0 with unipolar configuration to minimize noise detection. It was also noted there have been long term lead issues and at the last generator change the physician elected to stay with the current leads implanted due to patient anatomy restrictions. No further assistance was requested. No adverse patient effects were reported. This lead remains in service.